Event description:
Customer reported that before placing the pt onto the procedure table, that the or staff checked the operation of the equipment and found out that the fluoro was not operational. He reported that the pt was transferred to another procedure room.

Manufacturer narrative:
Liebel flarsheim field service engineer service report lf fse trouble shot and found gim communication message via platinum one display. Checked connections between the gim box and power cable, which was found disconnected. Reseated connection and fluoro is now active. Tested remaining functions of unit. Investigation completed and systems returned to full service by customer.